Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed with an unrelated non-conformance and an unrelated out of tolerance to the reported incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). (B)(6). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. Associated medwatches: 1221934-2018-52203, 1221934-2018-52201, 1221934-2018-52208.

Event description:
It was reported by our affiliate that the first back stop of each of the implants was successfully deployed however on all 4 implants the second back stop could not be loaded. The deployment gun trigger was fired numerous times but the back stops would not load. Using an arthroscopic probe the surgeon had to re-position the second back stop into the loaded position at the 20 mm mark so it could be successfully deployed. He carried this out for 2 implants. However, even subsequent to re-positioning the back stop of the 3rd implant, it could not be loaded; surgeon discarded it and used a 4th implant which he also had to re-position. Delay of 8 minutes delay.